Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it is possible that high-energy endo therapy accessories were used without ensuring sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burn marks on the forceps stand. There was no patient involvement.